Event description:
During a follow-up in clinic, high defibrillation impedance was noted on the right ventricular (rv) lead due to suspected encapsulation. At the next follow-up in clinic, a shock was delivered to check the correct impedance for the patient, however, the defibrillation impedance continued to be high. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.